Event description:
It was reported that the patient experienced tenderness under the right anterior costal margin with pain at the neurostimulator site. A revision of the right abdominal pocket was performed. The patient recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff.